Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient had sudden onset of hip pain and visited the hospital. An x-ray was performed and it was found that the product was broken and the fixation failed. Replaced with another product. Revision was performed on (B)(6) 2024. There was no surgical delay. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received: after investigation, the patient (female, 59-year-old) underwent total hip arthroplasty in hospital on (B)(6) 2023 (specific patient diagnosis and surgical reasons were unknown). The product of 121932150 was implanted during the surgery. The surgery went smoothly. The postoperative rehabilitation of the patient was unremarkable. On (B)(6) 2024, the patient visited the hospital due to sudden hip pain. X-ray showed the liner fracture. The doctor gave the patient a second surgery (the specific surgery date was unknown). Now the patient has discharged smoothly. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.